Event description:
It was reported that shaft burst occurred. The 65% stenosed target lesion was located in the mild tortuous and moderately calcified anterior tibial artery. A 150 cm rubicon 18 was used for procedure. During the procedure, the wire was removed from the catheter to take a shot. A 3cc syringe was connected to the catheter, and upon injection, the distal to the hub part of the catheter started to bubble and eventually popped open and burst, spraying contrast. The device was removed intact, and the procedure was completed with a different device. No patient complications were reported.